Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to itchiness, patient noticed skin irritation where the sensor adhesive had been in contact with her body. Patient consulted a dermatologist, who determined that the irritation was an allergic reaction to the sensor adhesive. The dermatologist prescribed a steroid inhaler, to be sprayed on the sensor adhesive site prior to sensor application. At the time of her call to technical support, patient reports that she is in fine condition. At the time of follow-up call to patient on (B)(4) 2012, patient reports that she has been using the steroid spray and is no longer experiencing skin irritation. Patient states that she is in fine condition.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.